Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms and a rise in pacing threshold measurements. An x-ray performed did not reveal any abnormalities with the lead body. Surgical intervention was performed and the rv lead was tested through a pacing system analyzer where similar out of range measurements were still observed. The rv lead was abandoned and replaced. No additional adverse patient effects were reported.